Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in esophagus during an esophagogastroduodenoscopy (egd) with banding procedure performed on (B)(6) 2022. During the procedure, the staff had a problem deploying the bands. It was reported that they could not do a lot with this device as it was not firing. The device was removed and the procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.